Manufacturer narrative:
Complaint inconclusive. The device will not be returned for evaluation. No photographic evidence was provided. Therefore, the reported failure cannot be verified, and root cause cannot be established. The service history could not be reviewed since no serial number was provided. A review of the device history record could not be reviewed since no serial number was provided. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; attention to fluid volumes should be observed to avoid any clinical complications arising from systemic absorption. Always use the minimum pressure necessary to maintain adequate irrigation flow during the procedure. Do not use for the distention of the operating field, e.g. Not for use in procedures including hysteroscopy, turp (trans-urethral resection of the prostate), tcre (trans-cervical resection of the endometrium or cystoscopy. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported via a medwatch (#mw5083843) the 270165, infusion irrigation pump, was used for a ureteroscopy to remove kidney stones, the pump overpressurized and caused the ureter to expand and it stretched the ureter causing injury. The pump was set at 150psi , it went to 150psi, the nurse locked the pressure, but then noticed the pressure went to 800psi. The nurse immediately depressurized the bag. The staff later reviewed the manufacturer's instructions. The IFU for the conmed pressure infusors clearly states that the pump is not to be used for cystoscopy procedures. This report is being raised on the basis of patient injury due to unintentional misuse of product.